Manufacturer narrative:
Unit passed displacement test, self test, off no power test, unexpected restart error test and rewind. Unit alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime test, excessive no delivery test due to motor error alarm. Unable to confirm excessive no delivery alarm due to motor error alarm. No failed self test alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issues with the insulin pump. The meter would not send their blood glucose over to the insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The alert history was reviewed. It was noted that they had multiple no delivery alarms and a radio frequency failed self-test. The customer was assisted with performing a self-test but the insulin pump did not alert a self-test complete. The customer also reported of a past no delivery. The customer reported the event was resolved by changing the complete infusion and reservoir set. The customer did not have the product in question to return. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.